Event description:
A customer contacted beckman coulter (bec) reporting an estimated volume of 20 ml of clenz had leaked from the blood sampling valve (bsv) that was contained in the tray below the bsv on the unicel dxh 800 coulter cellular analysis system. The instrument had also generated partial aspiration errors during this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the customer had cleaned the area around the bsv where the leak had occurred prior to his arrival and the customer had informed the fse the leak originated from a disconnected tubing normally attached to fitting # 62 on the aspirate syringe assembly. The customer had already re-attached the tubing onto the fitting. The fse pushed the tubing completely over the barbed portion of the hose bard fitting to resolve any further leakage. Incidentally, the fse also discovered the leak had ruined the service illumination board located above the bsv and the bsv blood detector, both were replaced. The fse also replaced the service lamp and cable because they could not be cleaned. The failure mode is attributed to a disconnected tubing at the fitting # 62 on the aspirate syringe. The instrument generated partial aspiration errors to alert the customer to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).